Event description:
It was reported that approximately 2 months post-implant of a bifurcated device and a suprarenal aortic extension (MFR # 2031527-2013-00238), a proximal type I endoleak was identified on a follow-up computed tomography scan. Reportedly, the patient presented with a very large aneurysm and thrombosis. The patient was treated with an infrarenal aortic extension and an additional suprarenal aortic extension, which did not correct the endoleak. The physician elected to place a competitor's stent graft to address the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, sizing sheet was reviewed and indicated that the patient presented with angulated neck and with some calcium. No definite root cause could be determined. Review of lot records, work orders and prior reports no issues were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn. Remains implanted in the patient.